Manufacturer narrative:
(B)(4). The dexcom g5 platinum continuous glucose monitoring system quick start guide states: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction to the sensor adhesive on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. The reaction was located on the right-side of the sensor adhesive and was described as an itchy rash and the skin appearing to look like a skin burn. The patient's mother noticed the sensor adhesive had yellow markings on it once applied to the patient's skin. The patient's mother also stated that she noticed that the patient's arm was showing redness and patient was constantly scratching around the sensor adhesive. Once sensor was removed, the area where the adhesive was applied had an appearance of a skin burn and showed small bumps at the sensor location. On (B)(6) 2016 the patient's mother took the patient to a dermatologist to receive treatment and was prescribed medication called silvadene cream and hydrocortisone, which the patient's mother used to treat the affected area. The patient's mother states that the medication is working and will try a different sensor site. At the time of contact, the patient was recovering. No additional event or patient information was provided. The sensor was inserted into the arm. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (B)(6) the upper buttocks (B)(6). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.